Event description:
The customer reported that the system displayed an ad channel failure error. This error will likely indicate a loss of system communications and result in a lock up or prevent the system form booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray controller pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.